Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Improper sized cuff and incorrect tubing lengths, and the symptoms of urethral atrophy, tissue erosion/infection and tissue erosion are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. A risk review was completed; size related complications, atrophy related symptoms, and erosion related symptoms are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported patient symptoms of atrophy and erosion are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced erosion and atrophy. Additionally, the cuff was too big. A surgical procedure was performed to remove the aus. No further patient complications were reported.